Event description:
During the supraventricular tachycardia procedure, deflection issues resulted in a procedural delay. It was found that the tip of the catheter was bent. The catheter was replaced but the second catheter could not be deflected. The second catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter shaft was unable to be deflected in the right side d direction. Further investigation determined the activation wire was fractured proximal to the pull ring within the deflectable shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured activation wire remains unknown.